Event description:
Nurse was hanging magnesium sulfate infusion. When performing intravenous drip, it was noted that the concentration and rate of the magnesium sulfate were not matching those in the alaris pump. The drip was stopped immediately and pharmacy was notified. The pump was removed from the patient room. Pharmacist responded immediately to the unit to assess. It was noted that the alaris pump in question did not have the latest updates from (B)(6) 2018. Several attempts were made to update the alaris pump, but those were unsuccessful.